Event description:
It was reported that the pt, implanted on (B)(6) 1999, arrived on (B)(6) 2012 without wearing the audio processor. In late (B)(6) 2012, she put on her audio processor and could not hear anything but an erratic, static sound. The external equipment was exchanged, but this did not result in any improvement. She described that she is now hearing a constant high pitched ringing and bussing without the processor on, and no sound with the processor on. Testing in situ shows that the device has malfunctioned. Re-implantation surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.